Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The (B)(6) male patient was part of the (B)(4) study. The patient received a precise stent in the right internal carotid artery. Eleven months post procedure, the patient presented to the emergency department with symptoms of lightheadedness that he initially characterized as vertigo. However, further discourse revealed that it seemed to be more of disequilibrium as if he were standing on a boat that was gently rocking. This was in the context of having a load roaring sensation in his left ear, diaphoresis, nausea and emesis. After being transported via medic to the emergency department, a comprehensive work-up was done including labs that were normal, MRI of the brain as well as an mra of the brain and neck. There was no evidence for an acute process, but the mra was suggestive of severe stenosis in the proximal internal carotid arteries bilaterally. Carotid ultrasound was obtained and showed probable in-stent restenosis of greater than 70%. This information was reviewed by the physician who felt that in comparison to the office study done in (B)(6) 2010 the velocities were stable on the right and slightly increased on the left. The physician felt that given the symptomology of presentation along with these studies that a high grade lesion was not present, and the patient should follow up for further recommendations. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15068110 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Event description:
The (B)(6) male patient was part of the (B)(4) study. The patient received a precise stent in the right internal carotid artery. Eleven months post procedure the patient presented to the emergency department with symptoms of lightheadedness that he initially characterized as vertigo. However, further discourse revealed that it seemed to be more of a disequilibrium as if he were standing on a boat that was gently rocking. This was in the context of having a load roaring sensation in his left ear, diaphoresis, nausea and emesis. After being transported via medic to the emergency department, a comprehensive work-up was done including labs that were normal, MRI of the brain as well as an mra of the brain and neck. There was no evidence for an acute process, but the mra was suggestive of severe stenosis in the proximal internal carotid arteries bilaterally. Consultation with hawthorne cardiothoracic surgery was obtained and it was suggested that a doppler ultrasound be done. The carotid ultrasound was obtained and interestingly showed probable in-stent restenosis of greater than 70%. This information was reviewed by the physician who felt that in comparison to the office study done in (B)(6) 2010, the velocities were stable on the right and slightly increased on the left. The physician felt that given the symptomatology of presentation along with these studies that a high grade lesion was not present, and the patient should follow up for further recommendations.